Event description:
It was reported that they were having issues charging their implant and the issue began 2 days ago or the next day after monday. Patient was able to charge the implant once and the next time the controller didn't recognize that the recharger was plugged in. Patient reset the controller. During the call there were no damages on the recharger and patient cleaned the recharger and controller charging port. Patient inspected the controller charging port and one pin on the top row was sticking down and one pin on the bottom row was sticking up. The issue was not resolved. An email was sent to the repair departmentto replace the controller. Patient also mentioned when they went to group b the stimulation was jacked up so they started jacking it down quick. Agent understood this as stimulation. Patient also inquired if the stimulation was supposed to be set at 0. Agent reviewed information and redirected patient to their representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient.the reported issue has been resolved.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.